Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the device design record and confirmed that the design of the power switch was changed to improve the resistance to damage to the power switch. Countermeasure products have been shipped since november 18, 2013. Since this device was manufactured prior to the design change from the date of manufacture, the power switch may have been damaged because the amount of operating force and number of operations of the power switch exceeded expectations. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The locking mechanism of the video connector socket was broken. The main switch unit and the pc board need to be replaced. The device was installed on (B)(6) 2015 and has never been repaired. The reported event may have been caused by the mishandling by the user. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found a defect in the power switch prior to the procedure and returned the device to olympus (B)(4). (B)(4) then inspected the device and found that the main power switch was defective and was locked in down/back position. There was no report of patient injury associated with the event.